Manufacturer narrative:
Npb will notify FDA when further information is received.

Event description:
Nellcor puritan bennett received information that suggested that the nurse had suctioned the patient and that there was a "high pressure alarm" and the nurse did not know to respond to the alarm. The medical examiner and the detective investigating this incident confirmed that there are no allegations that the ventilator device caused or contributed to the patient's death.